Event description:
It was reported that a repair surgery was done by the doctor, during which he performed a right shoulder arthroscopy with arthroscopic revision and rotator cuff repair. During this surgery, he removed the failed suture anchor and the remnants thereof that were sitting in the subacromial space.

Manufacturer narrative:
Two 72202618 twinfix ultra titanium 5.5mm anchor devices reported on in relation to legal action. There were two related complaints opened for product 72202618 that relayed: ¿it was reported that during fall of 2017, patient began having serious pain in the right shoulder where she had had a rotator cuff surgery on (B)(6) 2016. Therefore doctor examined her and took x rays which revealed a metallic foreign body just lateral and posterior to the suture anchor.¿ the return consisted of one single anchor body with bits of suture bound inside. This anchor is not part of 72202618 products filed on which contains a titanium anchor with four preloaded ultrabraid #2 cobraid suture and needle assemblies. The returned anchor had internal damage. There was a metal item torque fractured and embedded within the anchor core. It could not be identified. Repeat clinical reports indicated unknown metallic remnants left behind in the surgical region in proximity; just lateral and posterior to the suture anchor. Physical conclusions, full investigation and evaluation were limited due to partial product return and disparity between the anchor returned and product reported on. Attempts to retrieve a reported x-ray were unsuccessful. Instruction for use confirms instructions, precautionary statements and recommendations for proper use of product and includes specific step by step use instruction. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Needles are attached to the sutures. Use caution when deploying the needles from the handle. Do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿

Manufacturer narrative:
H10: d4: lot number, catalog number, expiration date and unique identifier added. H4: device manufacture date added.

Manufacturer narrative:
One 72202618 twinfix ultra titanium 5.5mm anchor device reported on indicating anchor failure with remnants left behind in the surgical region. Device was not returned for evaluation. Physical conclusions, full investigation and evaluation were not possible. Additional information related unique identifier.

Manufacturer narrative:
H3, h6 updated: two twinfix ultra titanium 5.5mm anchor devices reported on in relation to legal action. Two related complaints were opened for product. The return consisted of one single anchor body with bits of suture bound inside. This anchor is not part of products reported on, which contains a titanium anchor with four preloaded suture and needle assemblies. The returned anchor had internal damage. There was torque fracture of a metal item embedded within the anchor core. It could not be identified. Repeat clinical reports indicated unknown metallic remnants left behind in the surgical region in proximity; just lateral and posterior to the suture anchor. Evaluation, investigation and conclusions were limited due to inadequate physical return and disparity between the product reported on and the anchor returned. Attempts to retrieve a reported x-ray were unsuccessful. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product and includes specific step by step use instruction. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Needles are attached to the related sutures. Use caution when deploying the needles from the handle. Do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ complaint history review indicated no similar no allegations for the lot numbers reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed. Based on the medical documentation, the patient¿s pain is possibly related to the metallic ¿foreign body accidentally left in the body following (primary) procedure¿. Per risk management, this failure mode is captured in the failure mode analysis. ¿anchor pulls out post-operatively¿. The report numbers for the mentioned devices are: 1219602-2018-01370 and 1219602-2018-01371.